Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion error message. Additionally, it was reported the battery voltage began dropping unexpectedly prior to the error message. Technical services (ts) was consulted and a request was made to have data from this device analyzed. Device replacement was recommended. This device was replaced and returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Engineering review of device data confirmed the clinical observations, verified that device power consumption had returned to normal. Visual inspection noted scratches and electrocautery marks on the device case. The seal plug was intact and the set screw operated as intended. Analysis confirmed this is a transient behavior within the device's telemetry logic that rarely occurs following an unsuccessful telemetry connection. When it occurs, the device temporarily operates in a state where firmware processing delays are introduced, resulting in sensed events being intermittently misaligned with the intrinsic r-wave signal. The misalignment results in functional undersensing and irregular cardiac cycle interval measurements. The device may interpret the irregular interval measurements as atrial fibrillation (afib) and record an afib episode with misaligned markers. This transient behavior also results in the device operating in a state of increased power consumption (resulting in reduced battery voltage) due to more frequent use of the telemetry module and increased firmware execution as the device searches for a successful telemetry connection. It was concluded that this s-ICD recorded misaligned egm markers due to an anomaly in which the device entered an unexpected state after an unsuccessful telemetry connection. Additionally, a battery depletion (bd) error was recorded due to increased battery usage while in the unexpected state.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error message. Additionally, it was reported the battery voltage began dropping unexpectedly prior to the error message. Technical services (ts) was consulted and a request was made to have data from this device analyzed. Device replacement was recommended. This device was replaced and returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Engineering review of device data confirmed the clinical observations, verified that device power consumption had returned to normal. Visual inspection noted scratches and electrocautery marks on the device case. The seal plug was intact and the set screw operated as intended. Analysis confirmed this is a transient behavior within the device's telemetry logic that rarely occurs following an unsuccessful telemetry connection. When it occurs, the device temporarily operates in a state where firmware processing delays are introduced, resulting in sensed events being intermittently misaligned with the intrinsic r-wave signal. The misalignment results in functional undersensing and irregular cardiac cycle interval measurements. The device may interpret the irregular interval measurements as atrial fibrillation (afib) and record an afib episode with misaligned markers. This transient behavior also results in the device operating in a state of increased power consumption (resulting in reduced battery voltage) due to more frequent use of the telemetry module and increased firmware execution as the device searches for a successful telemetry connection. It was concluded that this s-ICD recorded misaligned egm markers due to an anomaly in which the device entered an unexpected state after an unsuccessful telemetry connection. Additionally, a battery depletion (bd) error was recorded due to increased battery usage while in the unexpected state.